Manufacturer narrative:
After the event the device was checked on site by dräger service. The device was tested and the log was downloaded. The logged error codes indicate a fault of the pcb cpu. After replacement of the pcb cpu the device was tested successfully and was returned to the customer. The internal device monitoring detected the failure and triggered a warmstart to restore the ventilation. The warmstart of the ventilator takes about 8 seconds and is accompanied by a buzzer alarm. In this time the breathing system is opened to atmosphere, so spontaneous breathing of the patient would be possible. After the warmstart ventilation is continued with the previous settings.

Event description:
It was reported that the nurse walked into the room because the mv low alarm had been active for 30 seconds, then displayed device failure 02.59.001 and then the ventilator performed a warm start. The ventilator was removed from service. There was no repo.